Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection of the device revealed the following: thv struts protruding through hdpe portion of sheath (just past the strain relief), distal section of sheath is unexpanded, as thv/delivery system were not able to be advanced past puncture point, and scratches present along length of sheath indicating device interaction with access vessel calcification. Imaging was provided and the following was noted during review: hdpe (blue) portion of sheath shaft is punctured by thv struts, curvature of sheath along puncture/strain relief section is present, access vessel tortuosity is present at location of sheath puncture and tortuosity is present when guidewire is placed in vessel. During functional testing the thv and delivery system were fully inserted through the sheath to test for proper seam expansion. The thv and delivery system were able to be fully inserted through the sheath and no abnormalities were noted with seam expansion. Afterwards, the strain relief of the device was removed to check for any abnormalities underneath, as that was the approximate region where resistance was encountered. No abnormalities were noted. Dimensional testing was not performed. During manufacturing, all inspections are conducted on 100% of units. During product verification (pv) testing the tested units are chosen on a sampling basis. During manufacturing per procedure, the sheath shaft components are visually inspected. During the manufacturing process the esheath final assemblies are visually and dimensionally inspected per procedure. After sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing per procedure. The verification included the expander insertion force testing. After the device is fully expanded, the device is inspected for any damage (i.e. Liner tear). These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the reported event. A lot history was performed and did not reveal similar complaints for these reported events. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient and/or procedural factors may have contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for all the trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The device preparation manual provides guidance on vascular access. Factors for vascular access are: access characteristics that would prelude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assess prior to the procedure. The minimum luminal diameter (mld) for a 14f sheath is > 5.5mm. In addition, the procedural manual provides guidance on sheath insertion. Factors to assist in sheath insertion are: the proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, ensure the sheath and dilator remain together during insertion at all times, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, and ensure the sheath tip is inserted beyond the renal arteries, once inserted, remove dilator and suture sheath in place. Do not use if the sheath is damaged (i.e. Kinked or stretched), do not flush sheath with either dilator or delivery system inserted, use stiff wire (for peripheral access only) in case of peripheral tortuosity, utilize wires such as supracore or lunderquist (cook), push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification and perform shallow stick/puncture so that sheath is parallel to leg. Do not over-manipulate the sheath at any time, do not force sheath. If having trouble inserting sheath, remove the sheath and try pre-dilating the vessel with a dilator or making the incision larger, check to ensure sheath is not damaged before reinserting. If damaged, return and replace with a new sheath, if a kink is visible in the sheath after the dilator is removed and reinsert the dilator into the sheath, exchange to a stiff wire (if not already done) and replace with a new sheath. The procedural training manual provides guidance on delivery system insertion through sheath. Factors that assist in insertion through sheath are as follows: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, insertion force through the partially expanded portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. If push force is high or valve is stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU or training deficiencies were identified. The complaints for resistance and sheath punctured were confirmed; however, the insertion difficulty-in patient was unable to be confirmed. Investigation of the device, lot history, complaint history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Review of case notes and imagery reveals that the sheath was inserted into moderately calcified and mildly tortuous anatomy. The degree of both were significant enough to impress curvature on the sheath and scratches along the length of the sheath. Per training material, these factors can affect push forces necessary to introduce the sheath into the access vessel. As reported, puncture of the sheath occurred at the vessel region near the pelvic contour and was preceded by resistance inserting the delivery system through the sheath. Review of provided imagery reveals that the access vessel was tortuous at this region. It is likely that attempts to try and overcome the bend angle in the delivery system/thv insertion pathway induced by vessel tortuosity resulted in puncture of the sheath by the thv, as supported by the puncture location in provided imagery. In this case based on the information, patient factors (access vessel tortuosity and calcification) contributed to the resistance, and patient/procedural factors (excessive force/manipulation to overcome resistance caused by vessel tortuosity) may have contributed to the complaint event. However, conclusive root cause is unable to be determined at this time. The occurrence rate did not exceed the (B)(6) 2019 control limit for all the trend categories. No labeling or IFU inadequacies have been identified; therefore, no product risk assessment nor corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after implant of a 26mm sapien 3 valve, upon removal of the commander delivery system one of the valve struts was protruding/ ¿sticking¿ out through the 14fr esheath. As reported, difficulty with insertion of the sheath into the patient was noted. During insertion of the delivery system extreme push force through the proximal portion of the esheath was noted. The sheath was stuck, immediately proximal (above) to the pelvic contour, about 50-60mm proximal to the arteriotomy. The decision was made to remove the sheath and delivery system as a unit. Successful maneuvers were performed during removal of the system. A new 16f esheath was used with a new valve and new delivery system. No patient injury was reported. The patient was stable. In addition, the photo of the sheath revealed a puncture in the sheath shaft. The patient¿s access minimum luminal diameter measured 7.2mm. The vessel was moderately calcified and mildly tortuous.